Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface did not properly engage with the tibial plate.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device revealed scratches on the edges and dust on the surface. The dovetail appears to be compressed on one side and gouges/grooves are present on the surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. This type of event is addressed in the surgical technique and risk documentation. The compressed dovetail indicates the device was not properly aligned prior to insertion; therefore, the root cause of the event is most likely operator technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. (B)(4).